Event description:
It was reported that the customer experienced fluctuating blood glucose levels (19-350 mg/dl). Reportedly, the customer did not remove her pump for x-rays that she had done, and began experiencing fluctuating blood glucose levels shortly after. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.